Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 12sep2022 the review of files of this event type was completed. : event date is estimated manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. It was reported that the patient experienced an elevation in ldh on an unknown date, estimated to be (B)(6) 2020, followed by another occurrence on (B)(6) 2020. In both cases, the issue was treated with low molecular weight heparin and the patient¿s pump speed was increased to 8800rpm. The patient remains ongoing on vad support. Hmii lvas IFU lists potential adverse events that may be associated with the use of the heartmate ii lvas, including hemolysis. The patient care and management section provides information on anticoagulation, including recommended inr values. The relevant sections of the device history were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an increase in lactate dehydrogenase (ldh) and treatment was performed by fluid replacement, an administration of low-molecular weight heparin, and an increase in pump speed to 8800 revolutions per minute (rpm).